Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise resulting in pacing inhibition. Upon review, it was noted that the lead exhibited a fracture. The lead was reprogrammed. There were no patient consequences.